Event description:
It was reported that this right atrial (ra) lead was explanted due to a presumed pocket infection. The patient was reportedly septic. No additional adverse patient effects were reported.